Manufacturer narrative:
Concomitant products:w1dr01 implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible muscle stimulation. The implantable pulse generator (ipg) and right atrial (ra) lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.